Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of inappropriate therapy, noise resulting in oversensing, and loss of pacing were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received inappropriate therapy due to noise resulting in oversensing on the right ventricular lead. In addition, the patient experienced syncope due to the oversensing which resulted in loss of pacing. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2938836-2017-12254.